Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had detached downstream occlusion (dso) seal. The event occurred during testing. There was no patient involvement reported.

Manufacturer narrative:
Received one device. Visual inspection found no damage, confirmed customer complaint of downstream occlusion sensor (dso) seal delaminated, through visual inspection. Replaced dso seal. Performed calibration. Validated repair through sensor test. Performed performance verification tests (pvt). Unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.